Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had failed battery test alarm. Customer's blood glucose level was unknown. Customer stated that insulin pump had prime fill anomaly. The insulin pump will not be returned for analysis.